Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the expiratory flow sensor diaphragm was stuck open. The flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.